Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs) and other non-malignant pain. The patient reported that she wouldn¿t have the implant taken out again, she¿s had it done 3 times. The patient reported that her second ins didn¿t last and then she got her current ins. No further complications were reported.